Event description:
Per independent repair center statement, the unit was alarming or red light and the alarm would not function. The key failure was the 4-way valve was stuck. Additional malfunctions are the power switch short circuited, the smart pack filters are dirty/stained, the compressor has a foreign substance, and the poppet valve has scratches.